Event description:
Reporter states, she received results of 520 mg/dl and 140 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No adverse event reported. Requested returned of suspect device and replacement was sent.